Event description:
A patient had completely pulled out the venous needle from their chest graft while laying down causing an approximate blood loss of 300cc. The customer also reported that the machine did not alarm. Additional information received from the facility indicated the patient's needle was discovered by the patient's chest.